Event description:
Event description cpi received information that the physician noted a rise in patient's threshold measurement greater than 6.0 volts, and pacing impedance gradually increased to greater than 2000 ohms, sensing was adequate. Cpi received additional information that indicated the ICD was still oversensing. The ICD was removed and a loose setscrew was noted. The ICD was removed and the chronic model 4312 lead remains implanted and in service with the replacement device.